Event description:
Home pt (hp) contacted baxter's technical service center (tsc) for assistance during fill 6/6 of apd therapy. Reportedly, prior to calling the tsc, the spouse of the hp had contacted the local hospital for assistance. The hospital advised the spouse to disconnect a solution bag and respike an alternate bag. After doing so, the hp rec'd a check lines and bags alarm. At the time of the alarm, the hp then contacted the tsc. The spouse was instructed to end therapy at that time. No pt injury or medical intervention was reported per baxter affiliate.